Event description:
It was reported that patient presented in the operating room for a right ventricular and left ventricular lead extraction. The patient had been experiencing diaphragmatic stimulation for about a year. After reprogramming attempts to eliminate the stimulation failed, pacing in both the right and left ventricles were turned off temporarily. The leads were removed and replaced successfully, and the patient was doing fine after the procedure.